Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 21-apr-2025. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish brown material inside the pebax and a separation between the pebax and the electrode section. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage is traced to the manufacturing process. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through the quality system. An internal corrective action has been opened to further investigate the force sensor sleeve insolation to prevent fluids to get inside the device. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿contact force¿ and ¿blood was inside the tip spring of the catheter¿ issues. In addition, biosense webster inc. Analysis finding of the ¿reddish brown material inside the pebax and a separation between the pebax and the electrode section¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿contact force¿ and ¿blood was inside the tip spring of the catheter¿ issues. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Manufacturer¿s reference number. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. Initially reported that there was no error code. The contact force was abnormal. The vector was pointing in a strange direction, and the grams suddenly increased. Timing was before completing circumferential ablation around the right pulmonary vein. Thirty minutes after starting to use the qdot micro catheter. Reconnected and replaced the cables, but there was no improvement. When trying to replace the catheter with a new one after removing it from the patient, it was confirmed that blood was inside the tip spring of the catheter. Replacing it with a new catheter improved the situation. Subsequently, the procedure was completed without any error trouble. The procedure was completed without patient consequence. Additional information was received on 24-apr-2025. No difficulty experienced while maneuvering the catheter or during the withdrawal. There were no strange feelings. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 02-may-2025, observed reddish brown material inside the pebax and a separation between the pebax and the electrode section. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode section on 02-may-2025 and have assessed this returned condition as reportable.